Event description:
It was reported that the device performed a restart during active ventilation and the device was subsequently replaced. Consequences for the patient were not reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file review it could be confirmed that the ventilation unit performed a restart on (B)(6) 2021 at 8:44 a.m. And at 8:50 a.m. After the restart the ventilation was continued with the previous settings. The restarts of the ventilation unit were caused by a temporary malfunction oft the circuit board m16.2. Replacing the circuit board m16.2 remedied the failure. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit would be triggered. During the restart the emergency-breathing valve opens to ambient allowing the patient to breathe spontaneously. Audible alarms are posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further restart would be triggered. After three ineffective restarts, the system automatically switches off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified to a detected internal deviation of the pba m16.2 unit and restarted the ventilation unit accompanied by the corresponding alarm messages. After replacing the m16.2 circuit board, the unit was successfully tested in a 24-hour self-test. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart during active ventilation and the device was subsequently replaced. Consequences for the patient were not reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed a restart during active ventilation and the device was subsequently replaced. Consequences for the patient were not reported.